Manufacturer narrative:
Analysis of the pump on 2017-sep-25 revealed foreign material (fm) inside the pump. During analysis, after removing the top shield, a wet layer of fm was found inside of the hybrid compartment. The substance was sent to a laboratory to identify it. The conclusion of that testing was that the substance was in-organic in nature. Analysis further noted that the pump was subjected to a non-standard pressure test of the inner cover. The goal was to determine if there was a leak anywhere at the inner cover that could help determine if the inner cover was the source of the fm. The inner cover was drilled open and a fitting was inserted in order to create an air tight seal. That fitting was hooked up to a testing station that delivered 25 psi of air for 10 minutes. The pump was submerged into water to see if there was any hole or leak present. No leaking occurred during this test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1276.7 mcg/day) via an implanted pump. The patient's concomitant medication was oral baclofen. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2017 it was reported that the patient was in for a routine refill/follow-up appointment today and upon interrogation the pump noted safe state/reset occurred. This occurred possibly around (B)(6) 2017. The hcp was unable to get logs to confirm a low battery reset. The patient did not hear any audible alarms. The alarm interval was 10 minutes. The actual reservoir volume today was 9 ml and it should have been approximately 2-3 ml. The patient hadn't been feeling well over the last week. The patient reported feeling cruddy, legs were jumpy, and increased spasticity in lower extremities. It was noted that the patient was having a lot of stress in her life. The pump was previously programmed in flex mode at 1276 mcg/day and today was successfully programmed to simple continuous mode at 1276 mcg/day with a 100 mcg bolus. The pump eri (elective replacement indicator) in may was 55 months. Eri today stated less than 1 month. After the pump was successfully programmed the eri was 81 months. The hcp and patient would continue to monitor the patient's symptoms; the patient would take oral baclofen as needed; and pump replacement was being considered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was replaced on (B)(6) 2017. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Device code (B)(4) is no longer applicable for this event.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional (hcp) who reported that the problem was not resolved. They were going to replace the pump. The pump logs were not read to determine if a low battery reset occurred. The patient could hear the pump alarm once it alarmed. No further patient complications have been reported as a result of this event.